Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the devices are not available for evaluation. However, these events were most likely impacted by the progression of the patients' underlying valvular disease pathologies with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
The below information was learned from review the literature article "matched comparison of next- and early-generation balloon-expandable transcatheter heart valve implantations in failed surgical aortic bioprostheses" by danny dvir et al. Edwards learnt of 66 valve-in-valve events due structural valve degeneration after a median age of 10 years from initial surgical aortic valve replacement. Degeneration mode was equally distributed to predominant stenosis, regurgitation or a combination of both. Sixty-two (62) of these events were edwards pericardial valves (including ce perimount / carpentier edwards classic / ce perimount-magna valves).